Event description:
It was reported that the patient was presented to the emergency room due to syncope. It was also reported that there was loss of capture in the ventricle. The settings were found to be set below the capture threshold due to a possible programming issue attributed to the lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.